Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. During troubleshooting, tandem technical support found that the pump was functioning as intended, but the customer did not acknowledge that information. The customer's blood glucose (bg) due to the reported issue was 36-54 mg/dl. The customer consumed carbohydrates to treat the low bg. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.